Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - 1990. Date explanted - (B)(6) 2012. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date in 1990 and a left partial knee arthroplasty on (B)(6) 2010. Subsequently, on (B)(6) 2014, patient reported experiencing spine pain and osteoarthritis in hands, neck, spine, and hips and this is still ongoing. Patient underwent right total knee revision due to periprosthetic fracture on an unknown date in (B)(6) 2012.